Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician did not see pacemaker spikes on the electrocardiogram . The right atrial (ra) lead exhibited high thresholds and then undersensing on atrial tachycardia / atrial fibrillation (af) episodes. This led to inappropriate mode switching of the device. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was programmed off.